Manufacturer narrative:
The product will not be returned as the customer states the lancet device was discarded.

Event description:
The customer alleges the lancet protrudes beyond the lancet device. No report of an adverse event. Replacement was sent.